Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
(After inserting tampon and removing applicator), there was string....I managed to remove it- vagina [foreign body in reproductive tract] uncomfortable- vagina [vulvovaginal discomfort] (after inserting tampon and removing applicator), there was string....(I managed to remove it)- tampon [device breakage] case narrative: consumer reported via e-mail that there was string remaining after removal of the tampon applicator. No serious injury reported.